Event description:
It was reported that customer experienced frequent inaccurate insulin readings after loading new cartridge and that rubber cover for charging port detached from pump. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, case was documented only, and no further actions were taken.